Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the right ventricular (rv) lead became "trapped" in the subclavian. The rv lead was partially removed and capped. No patient complications have been reported as a result of this event. It was further clarified that during the downgrade procedure, the physician attempted to insert a low power right ventricular (rv) lead, however the lead could not be inserted beyond a certain point, due to occlusion. The physician chose to abort the downgrade, and just replace the device with a similar cardiac resynchronization therapy defibrillator (crt-d) device. The introducer was removed prior to removing the new low power rv lead. Subsequently, the distal portion of the lead had become ¿stuck/trapped¿ near the clavicle area. It was suspected that the obstruction was due to the chronic leads. The chronic rv, left ventricular (lv), and right atrial (ra) leads remain in use.